Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2003, consisting of a neurostimulator and two percutaneous leads. It was reported that the patient has not utilized the devices in over three months due to pain he experiences as a result. In addition, he allegedly felt intense pain throughout his body after recently touching a knot at the lead incision site that has reportedly been present since implant. The patient met with a physician; however, no visual anomalies were observed with his leads upon physical examination or x-ray review. In an effort to alleviate the reported pain, an injection was administered. The physician will remove the leads at a later date if the patient desires.